Manufacturer narrative:
(B)(4). Additional information: unfortunately the hospital did not save the device or reload for return. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the robotic gastrectomy procedure, the first firing was a black robotic load with seamguard. The robot prompted the doctor not procedure because the tissues was too thick. So the stapler fired two and half centimeters. They used our stapler with black reload and once the firing was complete, the remnant had no staplers in it, just a big hole. Some staplers were still in the carriage as well. New reloads were used to complete the procedure with no patient harm.